Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the system shortly after pump initiation, with a highest reported blood glucose of 319 mg/dl during an episode that remained out of range for approximately three hours. The user also experienced a temporary loss of glucose display on the mobile application, which resolved when the phone returned within range of the device. The user reported feeling okay and without distress. There was no need for outside assistance, and no medical intervention or hospitalization occurred. The investigation included troubleshooting and education provided by customer care. The investigation revealed that glucose readings were elevated while the algorithm was in its early learning period, that the mobile application display interruption was related to bluetooth range, and that the system alerted for high glucose as designed. Based on previously established findings for similar reports, it was concluded that the cause of the hyperglycemia was unclear and that the connectivity interruption was consistent with normal out-of-range conditions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.